Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" code was found in the ventilator's downloaded error log. The device's interface board and oxygen blending module board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information on a ventilator that was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" code was found in the ventilator's downloaded error log. The device's interface board and oxygen blending module board were replaced to address the issue. The replaced parts were received by the philips product investigation lab for evaluation. The product investigation lab was able to confirm the failure of the interface board due to a faulty capacitor, which was thermally intermittent. It was verified that a failure of the 24v line occurred due to the faulty capacitor. Without the 24 vdc the oxygen blending module would not be able to operate, or communicate with the main host, and would cause an e-349 error code. The product investigation lab was not able to confirm the failure of the oxygen blending module board. The failure of the interface board was the root cause of the complaint.